Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The following was reported: vent fail while in use - no injury reported.